Event description:
Ipg system explant due to infection. Pt presented with signs of infection including swelling at the ipg pocket site and lumbar incisional drainage. Cultures were taken of the lead and pocket site but no results were reported at this time. The pt was treated with oral antibiotics and total device system explant. It was also reported that this pt has a prior history of infection. The device was explanted and returned to the manufacturer for analysis.